Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was in the intensive care unit due to an infection and sepsis. It was anticipated that the pt may be there for a month. The pump was alarming due to a low reservoir. The healthcare professional indicated that they were not planning to refill the pump as they were concerned with introducing infection into the pump. The hcp was considering reprogramming the pump to minimum rate to "buy time before reservoir is empty". The pump was used to deliver dilaudid. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.